Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death/ details leading up to death was unknown. It was unknown if the death was considered to be device related or if the device operated as expected.

Manufacturer narrative:
This event was determined to be supplemental information to manufacturer report number 2916596-2025-00767. A final report will be submitted under that event.